Manufacturer narrative:
A ge svc rep performed an on site investigation. The hand-switch was replaced during the svc call. The system was tested, and found to be working as intended, and put back into service.

Event description:
It was reported that the 9800 system had black images when the hand-switch was used. No pt injury was reported.